Event description:
During implant procedure, the helix of the right atrial (ra) lead was not able to be extended. The implant procedure was significantly extended due to this event. The ra lead was not implanted and a new ra lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued inside the connector with one filar broken / separated consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.